Event description:
It was reported that the pt underwent a cystoscopy for the removal of the stent. It was noted that the tip of the left ureteral stent was coiled and protruding on the left ureteral orifice with minimal periureteral orifice edema. It was also note that there was approx 0.8 x 0.5 cm of yellowish calculus mobile within the bladder. The left ureteral stent was removed using a foreign body extractor, no resistance was noted. Upon examination of the removed stent it was found that the superior tip was missing. An x-ray showed the remaining fragment of the stent in the left distal ureteral segment. A ureteroscopy was performed to remove the remaining fragment of the stent. There was no further implant to the pt.

Manufacturer narrative:
The sample is forthcoming. Once the sample is rec'd and evaluated a supplemental MDR will be mailed.